Event description:
Rn attached the blue introducer to the bd syringe, and drew up saline from a vial. The introducer stayed in the bottle and was disposed of per procedure. Prior to injecting the ns to flush and IV the nurse noticed and a small blue object in the hub of the syringe. She brought it to a lighted area and noticed that it was a piece of the introducer.